Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low amplitude, high pacing threshold measurements, loss of capture (loc) at maximum outputs, noise, oversensing, undersensing and eventually, no sensing. Additionally, high out of range pacing impedance measurements greater than 2,500 ohms were observed resulting in activation of the lead safety switch (lss) feature. A lead fracture was unable to be confirmed with fluoroscopic imaging, however, clavicular crush was observed. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.